Event description:
There is a potantial for error involving bd safety glide insulin syringes. There is an absolute similarity of the packaging of the 1ml and 1/2 ml bd safety glide insulin syringes. The print and packaging are the same. Error did not reach a pt. Pharmacist discovered error. The outpatient pharmacist of a hosp was dispensing insulin to a newly diagnosed pregnant pt and noticed that both size syringes were in an open box.